Event description:
Subsequent to the initial MDR, correction is required.

Manufacturer narrative:
(B)(4). Rga states:"not required due to sampling plan"; remove h6 code 4115; not needed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing issue occurred. Performance data was reviewed. A pairing issue was not found within the investigation window. The allegation was not confirmed. However, signal loss over one hour was found in connection to the reported allegation. The probable cause of the signal loss could not be determined. No injury or medical intervention was reported.